Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. Per the data logs, no errors were observed. Release testing was completed successfully. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) was switching to battery power when plugged into alternating current (ac), showing 56 minutes of battery life remaining. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a five-minute delay. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.